Event description:
Tubal ligation in 2014. They used 3 filshie clips. Started experiencing sporadic severe pelvic pain, severe rectal and vaginal pain, large clots, lots of bleeding and irregular periods. Had a uterine ablation done in 2016 and it helped with the clots and bleeding. The other pain seemed to go away and then bam it all came back about 6 months later. On (B)(6) 2018 got my ob to finally do a hysterectomy but this was only after she tried a slew of antidepressants because they are supposed to help with nerve pain, or so she said. All that did was add a new med to allergy list. She also tried gabapentin but oxycodones seemed to be all that would touch the pain but not get rid of it. Well to make matters worse my doctor didn't do her homework (her words) so she forgot about the filshie clips. She ran into the one on the left tube and removed it. As for the other 2 clips, well 1 is unaccounted for and the other is in my pelvis free floating. Since then I now have pelvic pain, severe back pain, random vomiting, weight loss (40 pounds - 6 months) and severe joint pain, especially the joints in my hips. I believe this to be post implant syndrome.